Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 18mm amplatzer vsd muscular pi occluder was chosen for implant using a 10f amplatzer torqvue delivery system for in an emergency situation, in an emergency situation. The patient was classified as high risk and presented in cardiogenic shock due to a large vsd post-infarction. The procedure began without technical complications, and the prosthesis was positioned through the delivery system at the level of the vsd. No pericardial effusion was noted prior to the procedure. However, before the device could be released from the delivery cable, the patient experienced sudden deterioration. The cause of death was reported as massive pericardial effusion, which was circumferential and located at the left ventricle apex. Cardiac tamponade was present after catheter manipulation. The effusion was linked to the procedure and attributed to manipulation of material at the left ventricle apex involving necrotic muscle due to the large infarction. The implanter classified the death as related to the procedure and the patient¿s pre-existing condition rather than the performance of the implanted device. During the procedure, the patient¿s activated clotting time (act) was greater than 300, and 8,000 units of heparin were administered. Protamine was given immediately after the effusion was detected. The patient was in sinus rhythm at the time of the procedure. Multiple wire exchanges occurred, and the snaring of the wire was performed in the pulmonary artery. The physicians encountered difficulties implanting the device, requiring multiple manipulations. When the massive pericardial effusion occurred, pericardiocentesis was initiated; however, the effusion was too extensive to restore sufficient arterial pressure. After 15 minutes of cardiac massage, the decision was made to stop resuscitation efforts.

Event description:
N/a.

Manufacturer narrative:
An event of perforation, pericardial effusion, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported perforation and pericardial effusion could not be determined. The reported death is likely related procedural circumstances and/or patient comorbidities; however, this cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.